Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt experienced red heart alarms. The pt was clinically stable and the system controller was exchanged to another system controller.

Manufacturer narrative:
The system controller was returned to the MFR for eval. The reported event of a red heart alarm was confirmed during analysis. The eval revealed defective/damaged printed circuit board component. As a result, the system controller did not operate the test pump and the data log file was unable to be collected. The defective component was replaced and the system controller operated properly after the repair. The root cause of the fault component was not determined. No further info is available. The MFR is closing its file on this event.